Event description:
After using the eea stapler, not all of the staples captured in the tissue. The donut of intestine was complete but not all of the staples were deployed. A 31mm eea was opened and used without incident.